Manufacturer narrative:
To date, product has not been returned for further investigation. The useful life of freestyle neo optium meter is 5 years. As the manufacturing date of this product is 2017, it has been in distribution beyond its useful life at the time of the complaint. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. No further investigation activities are being performed at this time. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Meter (B)(6) was returned and investigated with retained test strips. Visual inspection was performed on the meter and no issues were observed. Meter did not power on with button, call bar or test strips. Attempted to download meter data, meter did not communicate and meter display blank. The meter was sent for further investigation and de-cased. Performed internal visual inspection on the de-cased meter; no issues were observed an extended investigation was also performed. Examined the returned freestyle optium neo meter and determined that the microcontroller unit (mcu) was defective, thereby preventing the meter from powering on. Since the mcu acts as a communication link between different components on the meter, any damage to it could prevent the meter from powering on. The cause of the reported power related issue was due to a defective mcu and therefore, this issue is confirmed. The DHR review indicated circuit test (ict) failure on the initial run, however repair action was successfully completed and the final DHR for the review showed the neo meter passed all tests prior to release and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.